Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that one total human chorionic gonadotropin (thcg) patient sample was affected. Siemens reviewed the system log files, and there were no errors on the atellica im 1600 analyzer (s/n (B)(4)) at the time of the event. Siemens reviewed the calibration, and quality control performance from (B)(6) 2020 and determined acceptable. Siemens confirmed that all results are from the same patient sample tube, and the customer considered the low result to be correct. The cause of a discordant result on one patient sample replicate is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on an atellica im 1600 analyzer with the serial number (s/n) (B)(4). The customer informs that the discordant result did not match the initial test result (3.7 miu/ml) obtained on their alternate atellica analyzer s/n (B)(4). The discordant result was reported and questioned by the physician(s). The customer was assisted by a siemens technical application specialist (tas) and used the same patient sample to perform repeat testing on both atellica analyzers. The repeat test result (3.4 miu/ml) was similar on both analyzers, and the customer issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated total hcg result.